Event description:
It was reported that the insulin pump has a unresponsive button. Numbers are scrolling without input. Blood glucose reading was 115 mg/dl. Advised that the insulin pump will be replaced. Explained out of warranty policy. Advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.